Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis with a high blood glucose level of 580 mg/dl. The nurse was the caller who was assisted with trouble shooting the customer's insulin pump. The nurse was educated on the proper batteries to avoid the failed battery test that the customer had been receiving on their insulin pump. The nurse changed the batteries and the issue was resolved. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.